Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced tenderness without redness under the coil/magnet which was treated with oral antibiotics and steroids (mode of administration unknown).